Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The introducer was returned due to insertion difficulty during the procedure. The sheath hemostasis cap inside diameter measurement was within specifications; however, resistance was noted near the proximal end of the sheath when the dilator was inserted into the sheath. The sheath handle was opened, and the pull wire windows were noted to be torn, consistent with the reported insertion difficulty. An incidental finding of leaking from the introducer handle was also noted. The cause of the shaft window damage is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a leak from the handle of the introducer as a result of pull wire window tear.